Manufacturer narrative:
(B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The patient reported having an "allergic reaction to the metal implants from a spinal surgery" approximately 3 years post-operatively. No further information could be obtained from the patient.